Event description:
(B)(6) from distributor (B)(4), reported the following event for the (B)(6) hospital: "4 years after the implantation, a maladjustment of the stem which was screwed into the femoral baseplate, was observed. The primary surgery was on (B)(6) 2009. A revision surgery was necessary which took place on (B)(6) 2014."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The lot number was updated based on additional information. An event regarding malposition involving a scorpio baseplate was reported. The event was not confirmed. Device history review indicated the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events reported for this manufacturing lot. The investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
Mrs (B)(6)., from distributor (B)(4), reported the following event for the (B)(6) hospital : "4 years after the implantation, a maladjustment of the stem which was screwed into the femoral baseplate, was observed. The primary surgery was on (B)(6), 2009. A revision surgery was necessary which took place on (B)(6), 2014."